Manufacturer narrative:
The complaint device was received and evaluated. Visually the device appears in used condition. There was no evident damage at the distal end of the aimer except few nicks and marks indicating the metal shavings did not emanate from the femoral aimer. Furthermore, the lot number provided is the correct lot number but only the part number which precludes conducting a lot history review or a lot specific search in the complaints handling system. No further patient consequences have been reported and therefore at this point in time, no further action is warranted. It was reported that the device is 3 years old and is worn. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during an acl repair that the customer's anteromedial femoral aimer 7.5mm created metal shavings when the guide pin was drilling inside the patient's joint space. The surgeon removed the shavings with a grasper and the shaver to clean out the area. No metal shaving were left inside the patient's joint space. The surgeon completed the procedure with no patient consequences. There was a five minute delay in the case. The sales rep could not provide a lot number but reported that the device is over 3 years old and is worn.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
The sales rep reported that during an acl repair that the customer's anteromedial femoral aimer 7.5mm created metal shavings when the guide pin was drilling inside the patient's joint space. The surgeon removed the shavings with a grasper and the shaver to clean out the area. No metal shaving were left inside the patient's joint space. The surgeon completed the procedure with no patient consequences. There was a five minute delay in the case. The sales rep could not provide a lot number but reported that the device is over 3 years old and is worn.